Manufacturer narrative:
Internal report reference number: (B)(4). Lancets and lancing device were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note 1: manufacturer contacted customer in a follow-up call on 29-feb-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Note 2: this complaint event took place outside of the united states (united kingdom).

Event description:
Patient reported complaint for the trueplus lancets and truedraw lancing device. Complaint had been reported through UK authorities (yellow card) and then sent to the manufacturer for awareness. Patient initially stated concern was that the trueplus lancets had inconsistent operational penetration depth resulting in either inadequate sampling or too great a penetration resulting in excessive bleeding pain and bruising. After making contact with the patient in a follow-up call, patient had advised that they have had to "prime the device 10 times in order to get it to fire on more than one occasion, once the trigger is pressed the bottom half of the device has flown off." For the lancets themselves, the patient stated that "when taking off the safety cap, the needle itself bends, leading to inconsistent dept of penetration, as it is misaligned and also on two occasions when removing the safety cap from lancet, the needle has come with it and has been extended, again leading to increased penetration." Patient then advised that they had reverted to using their old braun device which they advised was "far superior." Patient reported they used the 4sure lancets in the truedraw device and advised that they "worked better" than the trueplus lancets. They ended by saying with all the other lancing devices that they have used, they were able to leave them at the same "depth number" but with this one, they have to "change it all the time due to the inconsistency of the penetration of the lancet." Patient did not inform any symptoms; that a serious injury or event occurred, no medical attention associated with the use of the product was reported.